Manufacturer narrative:
The complaint devices were received and evaluated. Visual observation of the applier revealed the main pusher rod (gray trigger) was significantly bent upwards which is typical of aggressively removing the needle following use. Moreover, the applier¿s shaft was bent downwards; the gray handle was opened/broken, where it meets with the shaft. This damage indicates that the shaft was bent significantly during use causing the plastic handle to break. Because of the shaft¿s damage, the needle attachment key feature was damaged and extended out of the home position. This failure can be confirmed and it can be attributed to user¿s device mishandling. Other than this possibility, a root cause for the user to have experienced this failure cannot be determined. A batch record review has been conducted and the results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy synthes mitek complaints system revealed no other complaints for this lot of devices that were released to distribution. Based on the overall complaint rate and customer impact, at this point in time, no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Associated medwatch for the second device 1221934-2015-10036. UDI: (B)(4).

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Associated medwatch for the second device 1221934-2015-10036. UDI: (B)(4). See section d for product information received. The lot expiration date is unavailable. Awaiting device return.

Event description:
After assessing and preparing the meniscus repair site, omnispan was assembled and first stitch was made successfully. After this, the surgeon attempted to take a second stitch with fresh needle and this time, as the first back stop was being deployed, the entire needles just dislodged from the deployment gun and fell into the joint. After this, the surgeon had to remove the gun first and then struggle for good 20 odd minutes to get the needle out of the joints. Additional information received: the procedure was completed using only the first device that was successfully deployed. The surgeon did not have any other option to take second stitch so it was left that way. Surgeon wanted to take one more stitch but had no choice but to abandon it because the problem of needles falling in the joint. So to summarise, the surgeon was not completely satisfied with the repair done.